Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported shaft kink was able to be confirmed. The reported packaging damage was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information provided, a definitive cause for the reported/noted difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while unpacking a 2.5x38mm xience xpedition rx stent delivery system (sds) the secondary package and the dispenser coil were damaged. Also, the hypotube was bent so the sds was not used and there was no patient involvement. An unspecified device was used to successfully complete the procedure. There was no clinically significant delay in the procedure. Return device analysis revealed that the hypotube was separated distal to the strain relief tubing. No additional information was provided.